Manufacturer narrative:
The customer cut the end of the line and reattached the tubing; no further leaking was observed. The customer was able to successfully calibrate electrolytes. Service was not dispatched for this event as the customer corrected the issue with the assistance of bec cts. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated suppressed patient results due to noise errors on the electrolytes. Upon troubleshooting with bec customer technical support (cts), the customer discovered liquid on the modular chemistry (mc) reagent drip tray and line # 25 was disconnected. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event and troubleshooting. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.